Event description:
Pt underwent ncp system replacement surgery due t0 a lead discontinuity, during which both the lead and generator were replaced. It was reported that device diagnostic testing prior to replacement surgery had resulted in hgih lead impedance reading (specifics unknown), indicating possible device malfunction. It was also reported that the pt experienced an increase in seizure activity prior to ncp system replacement. Both the lead and generator were returned to MFR for analysis. Visual inspection and electrical testing of concomitant device (generator) revealed no anomalies that would adversely affect device performance. Analysis of the returned lead is pending.